Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (reset) was confirmed. Upon investigation the monitor was resetting during an incoming pulse test. The cause for the failure was isolated a broken solder joint at the c19 capacitor on the defibrillator pca. Additionally, the q701 and q2 components of the pca board were defective. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was resetting.